Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error related to the occurrence of rebooting was recorded during the evaluation. The main board was replaced to address the issue. Additional findings not related to the malfunction/issue, there was a "life related smell" coming from the device, so the outlet flow path was replaced. The device passed all testing.